Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, the indicator dot color reverted to the pre-sterilization color while on the shelf. The complaint device was returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Evaluation: the following information was provided to support the investigation: "it was reported that the color is changing while on the shelf. 1. Are the locks new/unopened? New. 2. How long have they been on the shelf? No sure of the time frame. 3. Are there any windows in the room they are stored in? No. 4. What is the lighting in the room they are stored in? Normal lighting. 5. Any other environmental factors you can tell me about the room where the locks are stored would be appreciated. No". As a lot number was not provided, a manufacturing batch record could not be reviewed nor could product retains be evaluated. Twenty-five (25) processed ci locks were returned. The cis received show signs of color reversion. Our complaint database was reviewed and there is no significant trend for the reported issue. The complaint database will continue to be monitored for reoccurrence. Given that there is no significant trend for the reported issue, nor do we have a lot number to investigate, the most likely root cause is that the ci locks are expired thus their performance has declined causing the reported issue. Moreover, customer environmental/storage conditions could also be a root cause.